Manufacturer narrative:
The gore® cardioform asd occluder instructions for use in section f step 4 ¿occluder locking and delivery system removal¿ states: "if the occluder position is acceptable, hold the handle in a fixed position, pull up on the red retrieval cord lock (figure 9a), disengage it from the slider, and gently pull the retrieval cord lock until the retrieval cord has been completely removed from the handle (figure 9b)." - significant pleural or pericardial effusion requiring drainage. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
A 30 mm gore® cardioform septal occluder had been selected to treat an adult patient with a patent foramen ovale (pfo) exhibiting multiple fenestrations. A significant pericardial effusion was identified post-procedure with the assistance of the ice representative. Approximately 900cc of fluid was drained. The patient remained stable throughout the procedure. Bleeding had ceased by the end of the case, and protamine was administered. The fsa noted that during deployment, there was some uncertainty regarding the precise location within the atrium; however, the device was successfully deployed. The patient was stable upon leaving the cath lab. It was also noted during the procedure that during the locking step, a tip slot slider event occurred but was promptly corrected without complication. This event is not believed to be related to the pericardial effusion.

Manufacturer narrative:
W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.